Manufacturer narrative:
Device received with stained end cap sticker and broken reservoir tube lip noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test and all operating currents test. No unexpected low battery alarm were noted. Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button are not responsive. Customer also reported that insulin pump rejects new batteries, looks burned, rewind takes longer time, plastic chipping off when removing reservoir, unexplained no delivery alerts, had bubble under the sticker. Customer's blood glucose value was unknown. The device will return for analysis.